Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm and shut down also alleged insulin pump for possible over delivery anomaly. Troubleshooting was done for critical pump error alarm. Customer also mentioned that they noticed open book image on the screen. Customer reported that no any other alarm was displayed before the open book image was displayed on the screen. Customer also reported that they experienced hypoglycemia and alleged insulin pump for possible over delivery anomaly. Customer stated that they treated their hypoglycemia with food. Customer noticed when she disconnected from her body too much insulin seems to be delivered on the tubing. Customer was using auto mode feature at the time of reported low blood glucose event. Customer was experiencing symptoms as a result of hypoglycemia like shaking and abdominal cramp. Customer did not complete the rest of the low blood glucose troubleshooting as the insulin pump turned off after the critical pump error alarm and she replaced the battery but the insulin pump did not turn back on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. No blank display noted. Unable to confirm bolus delivery anomalies due to constant critical pump error alarm. Device also received with cracked case(battery tube), cracked battery tube threads and missing serial number label.